Event description:
During training on the stoke volume limter (svl) at the center, the MFR clinical specialist was unable to perform a proper vent procedure to bring the disk to zero setting. For the training the svl was attached to a mock-up set up and instructions for use procedures were being followed when the malfunction occurred. The clinical rep used an air pistol to check movability of the disk which was okay; however, it required higher air pressure than what would be used in normal clinical use to move the disk. The svl was not on a pt, no pt injury as a result of the event. The svl was returned to be evaluated by the MFR.